Event description:
It was reported that, during an ablation procedure, this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing related to the minute ventilation (mv) feature. Consequently, two signal artifact monitor (sam) episodes were stored, in which the mv was deactivated. No adverse patient effects were reported. This right ventricular (rv) lead remains in service.